Event description:
It was reported that the patient had a reaction during the first blood reinfusion using the cbcii blood conservation kit w/1/8 inch round pvc wound drain in recovery following the surgical procedure. It was reported that the patient's symptoms were shaking and shivering. The patient received (B)(4) which stopped the reaction after an unknown period of time. The blood transfusion was complete, so the cbc ii was no longer needed at that point. The device was not reported to have malfunctioned in any way. There were no other adverse consequences.

Event description:
It was reported that the patient had a reaction during the first blood reinfusion using the cbcii blood conservation kit w/1/8 inch round pvc wound drain in recovery following the surgical procedure. It was reported that the patient's symptoms were shaking and shivering. The patient received benadryl which stopped the reaction after an unknown period of time. The blood transfusion was complete, so the cbc ii was no longer needed at that point. The device was not reported to have malfunctioned in any way. There were no other adverse consequences.

Manufacturer narrative:
The unit was not available to stryker for evaluation as stated in the information provided since it was discarded by the customer. Therefore, the claimed condition could not be confirmed. Device not returned for investigation.

Manufacturer narrative:
The unit was not available to stryker for evaluation as stated in the information provided since it was discarded by the customer.